Event description:
It was reported that the patient line of a disposable cassette became disconnected from the transfer set while the patient was sleeping and fluid leaked out onto the bed. The patient stated they reconnected the patient line to therapy after the disconnection. This occurred during drain three of four of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: although the device was not returned for evaluation, it was reported that the cause of the leak was the patient line disconnecting from the transfer set. The cause of the disconnection was not determined. Should additional relevant information become available, a supplemental report will be submitted.